Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system power board had caused the issue to occur on the device. There was no repair to the device since it will be scrapped. The system power management board was sent to the philips investigating lab (pil) for further investigation.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system power board had caused the issue to occur on the device. There was no repair to the device since it will be scrapped. The system power management board was sent to the philips investigating lab (pil) for further investigation. The power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board functioned as designed and operated without issue or error codes.